Event description:
Patient's legal counsel reported that patient underwent a right total hip arthroplasty on (B)(6) 2004 and a left total hip arthroplasty on (B)(6) 2005. Subsequently, additional information provided reports patient underwent revision on (B)(6) 2013 due to patient allegations of pain. It is not known which side the patient was revised. No further information has been provided to date. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Event description:
It was reported that patient underwent right m2a hip arthroplasty on (B)(6) 2004, and left m2a hip arthroplasty on (B)(6) 2005. Subsequently, it is alleged that patient will need revision surgery due to unknown reasons. No known revision procedures have occurred. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
This medwatch is being sent to report the event. Follow-up medwatches will be sent if more information is received. Event date - no known revision procedure. Explant date - device remains implanted. The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay the revision date and the reason for the revision procedure, which was unknown at the time of the initial medwatch. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 3 states, "intraoperative or postoperative bone fracture and/or postoperative pain."